Event description:
On (B)(6) 2011, customer reported that the lh500 instrument displayed a "lyse temp out of range" message and would not run. Customer also stated that there was a leak, which appeared to be clenz (cleaner), under the peltier module at the base of the unit. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument. Fse cleaned the peltier module (responsible for heating/cooling samples) and replaced worn tubing through pinch valve 49. Fse attributed the root cause of the problem to the worn tubing. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).